Manufacturer narrative:
Reason for double disconnect was that the patient's mental status was not well. Vad stopped alarm happened due to detachment of both batteries by mistake during hospital stay. When the batteries were reattached, the issue resolved. It can be concluded the log file showing double disconnect was due to accidental detachment of both batteries and not malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient's controller had a "vad stop alarm" with single stator failure to start. Outcome of the patient is unknown. No other information was reported. Follow up sent to obtain more information and investigation is ongoing.

Manufacturer narrative:
(B)(6). The controller and pump were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a reactivation event logged on 09/09/2013 at 11:13:17, and an electrical fault alarm at 11:13:17, which both registered an open phase on the front stator. An open phase on the front stator will cause the pump to run on the rear stator only. A second reactivation event was logged in the event file at 11:13:21. This was followed by a high watt and electrical fault alarm at 11:13:22. A third reactivation event was logged in the event file at 11:13:26 followed by a high watt, electrical fault and ventricular assist device (vad) stopped alarm at 11:13:27. The vad stopped alarm was due to a driveline disconnection. The driveline disconnection and reconnection caused the vad stopped alarm and high watt alarm to clear. However, a vad stopped alarm was again logged at 11:15:59, which registered a "sys_motor_start_failed" and "sys_front_not_connected". The "sys_motor_start_failed" fault indicates that the pump failed to start on a single stator after several attempts. A vad disconnect alarm was logged at 11:16:15. The vad disconnect alarm was due to a physical disconnection of the driveline from the controller. The driveline was reconnected and a successful motor start event was logged at 11:16:36. A controller power up event was not confirmed on the reported event date, indicating that a loss of power was not experienced as alleged. Based on risk documentation, potential factors that may have contributed to the electrical fault alarms may be attributed to multiple factors including, but not limited to, contamination/foreign material of the driveline connector and/or an intermittent connection between the controller and driveline connector. Heartware has opened an internal investigation to address multiple instances of hvad system complaints for failing to start upon implant or re-start in post-implant circumstances the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.